Manufacturer narrative:
(B)(4). Neither the device nor applicable imaging films were returned to manufcturer for evaluation therefore cause of event cannot be determined.

Event description:
It was reported that the a screw was found broken while implanted in the patient. A fragment of the screw remained inside the patient. Patient complications were reported unknown. Revision surgery is planned.

Manufacturer narrative:
Additional information: x-ray. Review: single post op x-ray shows l4-ilium construct with l5-s1 interbody graft.a fracture of one of the ilium screws is present. There is a paucity of bone formation at the l5-s1 interbody space.per event description, there are several factors which may have contributed to instrumentation failure.root cause: patient factors.

Event description:
It was reported that patient underwent lumbosacral fusion. Doctors said that there was a very big challenge to the pelvic and s1 screws because of high pelvic incidence. Moreover, that patient is very old (although the bone quality was good) and obese and the correction of l5 position was big. No patient complications were reported